Event description:
It was reported that following a sling procedure, the pt presented with redness at the abdominal incision site. The pt expelled a 1 and 1/2 inch piece of tissue from one of the abdominal sites. The pt cultured positive for a strand of strep. The pt and the doctor were both very pleased with the surgical outcome prior to the skin reactions and pt still considers it a success as they are completely dry.